Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds in addition to pacing therapy not being delivered when required as well as loss of capture with no asystole observed. In addition, the patient needed tricuspid valve surgery. As a result, the lead was explanted. Also, the patients therapy was downgraded from a cardiac resynchronization therapy defibrillator (crt-d) system to a single chamber pacemaker system. No additional adverse patient effects were reported.